Event description:
Related manufacturer reference number: 2017865-2023-14380 it was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular lead exhibited noise and the right atrial lead exhibited noise over-sensing which resulted in inappropriate mode switch. Programming changes were made. The patient was stable.